Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: lncreased distance between the caudal endograft and the celiac artery was secondary to 12mm aortic lengthening and not migration. The distance between a calcified atheroma adjacent the caudal endograft distal end was stable throughout the entire follow up. The increase in distance occurred exclusively at the caudal endograft distal end and represented aortic lengthening and not migration. The distance between the cranial endograft and the left subclavian artery and the overall endograft length were stable throughout the entire follow up. No endoleak was observed except at the implantation angiogram, suggesting a type ii endoleak. The distal seal zone dilated gradually to 32mm by four years but did not expand abnormally beyond the 30mm graft. Dilation af the seal zone to the endograft design diameter is common and typically stabilizes. Distal aneurysm growth and seal zone dilation could reflect severe intrinsic aneurysmal disease or the effect of undetected type ii endoleak degrading the seal zone enough to recruit a type ib endoleak. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received two ztlp-p-30-132-ci proximal components. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, analysis noted that the devices were patent with no kinks. An unknown type of endoleak was noted. The second device overlapped the first device by 6 stents. The patient was discharged from the hospital on (B)(6) 2012 (six days post-procedure). Follow-up CT scans: on (B)(6) 2012(1-month follow-up): site diameter 51 mm; analysis: aneurysm diameter 49 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2013 (6-month follow-up): site diameter 50 mm; analysis: aneurysm diameter 51 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2013 (12-month follow-up) site diameter 52 mm; analysis: aneurysm diameter 51 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2014)(2-year follow-up) site diameter 53 mm; analysis: aneurysm diameter 52 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (3-year follow-up) site diameter 57 mm; analysis: aneurysm diameter 50 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2016 (4-year follow-up) site diameter 65 mm; analysis: aneurysm diameter 51 mm. Devices patent and intact with no kinks or endoleaks. Cranial migration of the proximal component was noted. It was also noted that ¿the diameter at the distal end of the stent is increasing due to cranial migration of the device. The distal seal zone is approximately 14 mm in length and appears to remain intact at this time point.¿ on (B)(6) 2017 (4.5-year follow-up) site diameter 64 mm; no migration or kinks. The devices are intact. Patency and endoleaks were not assessed. Patient outcome: the patient has completed the 4-year follow-up and remains in the study. No secondary interventions have been performed to date, and none are planned at this time.